Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.014¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additional observation(s) found related to the reported complaint states that the clip applier instrument failed clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.